Event description:
It was reported that during a lap nephrectomy procedure, while the surgeon was doing a laparoscopic nephrectomy, the device's hand button was not working. The generator showed handpiece error when the generator was turned on again. Surgeon finished the procedure with a new handpiece. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. It no longer meets the design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur.